Event description:
Customer reported a significant drop in the internal battery charge, which decreased by 65% in a short period. The battery charge reached 5%, and the customer was advised to use known working charging supplies. There was no unexpected shutdown since connecting to a power source prevented further battery depletion. The customer's blood glucose level was not adversely impacted. Technical support plans to investigate further and will follow up with the customer about obtaining a new charging cable and conducting a software update.